Event description:
It was reported that the "kwikpen" was stored with the bd autoshield¿ duo safety pen needle "stuck" in it and sent to the pharmacy, where the defect was noticed before the insulin injection. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from french to english: "we have just observed the same anomaly twice during insulin injection: the needle gets stuck on the insulin pen. One of the insulin pens was stored with the needle stuck and sent to the pharmacy. We use bd autoshield duo secure insulin needle ref. 329608. This needle is compatible with the insulin pens used: abasaglar kwikpen. What we know: - anomaly occurred on (B)(6) 2019 in the evening and (B)(6) 2019 in the morning - abasaglar insulin in kwikpen pen, 2 different batch numbers (c991629e and d098416c) - none of the insulin needles were preserved. The lot numbers currently in use in the services are 9105704 and 9051769. The two anomalies occurred in two different departments, srh and ltc. The injections were made by 2 different nurses."

Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the "kwikpen" was stored with the bd autoshield¿ duo safety pen needle "stuck" in it and sent to the pharmacy, where the defect was noticed before the insulin injection. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "we have just observed the same anomaly twice during insulin injection: the needle gets stuck on the insulin pen. One of the insulin pens was stored with the needle stuck and sent to the pharmacy. We use bd autoshield duo secure insulin needle ref. 329608. This needle is compatible with the insulin pens used: abasaglar kwikpen. What we know: - anomaly occurred on 28/11/19 in the evening and 29/11/19 in the morning - abasaglar insulin in kwikpen pen, 2 different batch numbers (c991629e and d098416c) - none of the insulin needles were preserved. The lot numbers currently in use in the services are 9105704 and 9051769. The two anomalies occurred in two different departments, srh and ltc. The injections were made by 2 different nurses."